Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device evaluation: "the device related to the reported events of pain, nipple sensation increase/decrease, anxiety-product procedure was received on (B)(6)2021 with lot number 1391377. Visual analysis of the returned device identified: curved opening, red particles, white calcification in shell, wear abrasion, fold creases, weight within specification. A microscopic analysis was performed which identified: a curved striated opening on anterior side assessed as surgical damage. Based on the device analysis the final assessment is: - a curved striated opening assessed as surgical damage consistent with the use of some surgical tool."

Event description:
Patient reported right side pain and loss of feeling in the left nipple. Healthcare professional reported a right side "exchange from textured to smooth due to concern with the product." Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26-apr-2011 the reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain and loss of feeling in the nipple."

Event description:
Patient reported right side pain and loss of feeling in the nipple. Healthcare professional reported a right side "exchange from textured to smooth due to concern with the product." Device remains implanted.